Event description:
A customer contacted beckman coulter inc. (Bci) to report that the manual probe of the hmx autoloader was leaking bloody diluent. The customer was wearing personal protective equipment (ppe) including a lab coat, gloves and goggles at time of occurrence. There was no exposure to open wounds or mucous membrane and medical attention was not sought. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
On (B)(4) 2011, bci field service engineer (fse) was dispatched for this event. Fse cleared the ports on the rinse block and adjusted the allen hex set screw above rinse block to allow rinse block to travel further down the probe for better wipe coverage and applied suction to abate dripping of manual probe during the post wash/rinse of specimen cycle. Root cause for the manual probe leak is attributed to the rinse block travel not being at complete extension. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.